Manufacturer narrative:
Follow-up # 1 (B)(6) 2011 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: a 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. The pump booted up to the verify screen with functional auditory and vibratory alarm warnings. The total daily dose history from (B)(6) 2010 to end of pump use on (B)(6) 2011 correctly reflects the user programmed basal rates. The pump alarm history shows an empty cartridge warning on (B)(6) 2011. Unrelated to the complaint, the pump battery compartment was found to be cracked but the battery cap could still fasten to te pump.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete the results will be provided in the supplemental report. No conclusions can be made at this time.

Event description:
The patient reported that she did not receive a low cartridge alarm but did receive the empty cartridge alarm. She reported her blood glucose level elevated to 19.0mmol/l with nausea, vomiting, and shortness of breath. The patient said she was traveling and did not have her backup plan or extra supplies with her at the time of the symptoms. She wasn't driving and was with someone who was driving at the time. When she got home she reported that she had some trouble breathing and that her blood glucose level was 26.0mmol/l. The patient changed out her pumping supplies and continued pump therapy. Her blood glucose level reportedly decreased to 7.0mmol/l. The patient did not seek medical attention. She reports there is sometimes no low cartridge alarm. When reviewing the alarm history the pump did emit a low cartridge and empty cartridge alarm. The patient reports she was awake when the low cartridge alarm occurred around 1am and pump did not beep but that it did beep with empty cartridge alarm. The patient reports the pump is set to vibrate and the pump does not always vibrate when expected. She also said that the pump display screen is was dim but that she was able to read the display safely.